Manufacturer narrative:
The device was not explanted; therefore, no product was available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2019 due cerebral bleeding. According to the vad surgeon, the device was working as expected and the outcome was not therapy or device related. The device was not explanted. Additional information was requested, but no information could be provided.

Manufacturer narrative:
Updated manufacturer's investigation conclusions: the device was returned assembled with the driveline intact. A majority of the returned device was encapsulated in tissue. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The heartmate ii IFU lists bleeding, stroke, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system and outlines the use of anticoagulation therapies. No further information was provided. The manufacturer is closing the file on this event.